Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring,cracked keypad overlay at select button, scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device was broken on the battery hatch. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.